Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer was failed and it was unable to recover. The field service engineer (fse) had investigated an issue with failed cubie pockets that were not detected on the bus. An initial attempt to resolve the pyxis bus failure by recycling the station was unsuccessful. The fse proceeded to open drawer 5.1, remove the cubie pockets, and extract the roll boards. Upon inspection, roll b was found disconnected and roll d was loose. The fse cleared debris from beneath the boards, sniffled the board, and reseated the cables securely. After replacing the cubie pockets, a hardware test application (hta) was executed to validate functionality. The drawer was successfully recovered, and all issues were resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.